Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by bio-med personnel that the patient underwent an exchange from one lvad to another lvad. The pump was reading high flows and the patient had been doing poorly. The pumps speed was increased to 11400 rpm's with no improvement. Although an echocardiogram (echo) showed only moderate aortic insufficiency (ai), a trans-esophageal echocardiogram (tee) showed several ai.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.